Event description:
It was reported that when fluoro is exposed, an vertical line appears and the image cannot be seen. This could cause the system to become unusable, due to the inability to view the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.